Event description:
Perclose device advanced over the wire for deployment. When wire was removed, physician states "there is no blood return". Device was then removed and manual pressure with syvek patch was applied to puncture site.